Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that an infection was observed a week after the implant procedure. The device pocket was found to be red with puss coming out. The system was explanted. The patient was stable.

Event description:
New information received notes that the physician did not allege the infection was related to the device but the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.